Event description:
During a maintenance, it was reported that two screws that hold the heatsicks for power manager board could not be tightened. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.